Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-09102019-0000553514 submitted for adverse event which occurred on (B)(6) 2008. Mwr-09102019-0000553515 submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2008 during which the surgeon noted dense scar tissue overlying the external oblique, lying in the direction of the pubic tubercle. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted the mesh was surrounded by dense scar tissue in the preperitoneal space shortly after he opened the external oblique. The mesh was rolled over on itself and was dissected away and removed in its entirety. It was reported that the patient experienced severe pain, tenderness and extreme discomfort. No additional information was provided.